Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 430 mg/dl at the time of the incident and the current blood glucose was 143 mg/dl. The customer was treated with injection. The customer stated that they had no delivery and high blood glucose. The customer alleges pump was under delivering because unexplained continued high blood glucose. The customer was assisted with performing the high pressure test and was passed. The customer was advised to change entire set, reservoir and insulin and treat per hcp's instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No possible under delivery anomaly noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. Pump passed the delivery accuracy test.